Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 20093197, medical device expiration date: 2023-09-10, device manufacture date: 2020-09-10. Investigation summary: a complaint of flow issues was received from the customer. One photo was provided for investigation. In the photo ballooning of the pumping segment was observed, but no flow issues could be seen. A device history record review for model 2420-0007 and the possible lot number 20093197 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10sep2020. Due to no sample being received, a complete investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one photo sample was received for investigation. In the photo ballooning was observed. No flow issues were observed in the provided picture. Due to no sample being received, a complete investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 4 gem v/nv 20d 1cv 2ss dehp free experienced tubing expansion/ballooning/bulging. The following information was provided by the initial reporter: material #: 2420-0007, batch/lot #: unknown. We've had issues with the below occurring with primary IV set tubing. This has happened twice this week. This looks like it was the result of an IV push at the port below the pump when the tubing isn¿t clamped prior to the push. The result is the IV push ends up going back up into the pump and causing this balloon on the pumping segment portion of the tubing.